Manufacturer narrative:
Received one (1) used cl3950 ext set w/microclave for inspection. No defects or anomalies noted. Chemo and normal saline solution residuals observed in set. An ICU medical provided syringe and chemolock injector were used to infuse fluid through the chemolock port. There were no restrictions in flow. The reported complaint could not be replicated or confirmed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer where it was reported that they were unable to administer IV direct chemotherapy through chemo lock port despite IV site being healthy, IV dripping well by gravity and good blood return. Patient denied any concerns with the IV site. IV direct chemotherapy syringe was filling with normal saline and was unable to push the drug through. IV was resited and the problem continued to happen with a new IV site until a new chemo lock port was put on. Patient required additional IV initiation attempts and her appointment took longer. The frequency of the problem was recurring. There was patient involvement and no apparent harm.